Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 458 mg/dl at the time of incident. Customer also stated that when she removed her cannula, there was a little bit of blood at site. Customer states the tubing is not bent or kinked. Customer also states that insulin pump was not being reused or mixed, or is expired or denatured. Customer declines to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).